Event description:
As reported through the (B)(4) clinical trial, the patient passed away 17 months post transcatheter aortic valve replacement (tavr). The official cause of death was listed as congestive heart failure. Per the clinical trial database, the device had a definite relationship to the event. Following the tavr procedure, the patient's chf was reclassified from nyha class IV to class iii at discharge. At the patient's 30 day, 6 month and 1 year follow-up visits, the patient's chf was classified as nyha class I. In addition, at the 1 year follow-up visit, the valve was described as being stable during a chest x-ray. The classification of the patient's chf at the time of expiration is unknown.

Manufacturer narrative:
The device history record review of the effected sapien valve shows the device met specifications prior to distribution. The device is not available for analysis as no autopsy was performed and the valve was not explanted. Hospital records for the event have been requested, but to date, have not been obtained. Per the instruction for use (IFU), heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient's risk of suffering from chf include obesity, advanced age, and a history of smoking. In this case, the device's relationship to the reported congestive heart failure cannot be confirmed. However, the patient's preexisting congestive heart failure, advanced age, and comorbidities (cad, htn) could have contributed to the event. If hospital records related to the event can be obtained, a supplemental medical device report will follow. Otherwise, no additional actions will be performed and this report will be considered complete.

Manufacturer narrative:
On (B)(6) 2012, hospital records for this event were received. Per the death certificate, the cause of death was cardiopulmonary arrest, critical aortic stenosis, and ischemic cardiomyopathy. Per the medical records, the patient was hospitalized due to syncope 12 days prior to expiration. The initial interpretation was that the patient was experiencing atrial fibrillation with a controlled ventricular response. There were premature ventricular contractions that occurred as isolated beats and couplets. Per the echocardiogram report dated (B)(6) days prior to the patient's expiration, there were trace amounts of aortic insufficiency. The peak gradient across the sapien valve was 75.52mmhg, with a mean gradient of 52.08mmhg. Per the echocardiogram report, the sapien valve was described as an abnormally functioning bioprosthetic heart valve. Per the radiology report, four days prior to expiration the patient was described as having a small right pleural effusion and a moderate left effusion.

Manufacturer narrative:
Additional investigation revealed the following: the clinical trial database was updated on (B)(4), 2012 with additional details regarding this patient's death. Per the clinical trial database, the patient was hospitalized due to recurrent chf two days prior to expiration. The patient reportedly had recurrent aortic stenosis (as) on echocardiography and pleural effusion on chest x-ray (cxr). The patient developed atrial fibrillation and ventricular tachycardia, and was placed on comfort care one day prior to passing away. The relationship to the device was listed as definite. Per the clinical trial database, the patient was experiencing shortness of breath (sob) and chest pain during his one year follow-up visit following transcatheter aortic valve replacement (tavr). At that time, he was noted to have been hospitalized twice due to chf secondary to dietary indiscretion. A chest x-ray was performed, and the sapien valve was noted to be in stable position. Despite exhaustive attempts, the hospital records for this event could not be obtained. A request for these documents remains outstanding. An autopsy was not performed and the sapien valve was not explanted; as a result, the device is not available for evaluation. The device history record review of the effected sapien valve shows the device met specifications prior to distribution. Per the instruction for use (IFU), heart failure and valve stenosis are potential risks associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient's risk of suffering from chf include obesity, advanced age, and a history of smoking. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth, or in rare cases a non-functioning leaflet. In the absence of hospital records pertaining to the event, the root cause of the reported chf and valve stenosis cannot be determined. Consequently, the device's relationship to the event cannot be confirmed. However, the patient's preexisting chf, advanced age, history of smoking and dietary indiscretion, comorbidities (cad, htn, valve disease), and history of aortic stenosis may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. If hospital records can be obtained, a follow-up report will be sent at that time. Otherwise, this report will be considered complete to the best of our knowledge and no further actions will be performed.